Manufacturer narrative:
The hardware investigation found that the reported event was related to a hardware issue. The swivel joint at the base of the guide will not lock down. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
(B)(4). A medtronic representative, following-up at the site, reported the device was used without complications and then upon further inspection by the surgeon and nursing staff at the end of the procedure, it was noted to be showing signs of needing repair as the clamp was not gripping the arm in certain positions. The guide was then removed from service and a loaner brought in to replace. Return requested. Replacement biopsy guide shipped to site. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a cranial procedure, the surgeon stated that the instrument was not working as expected. It was determined that the screw/clamp that prevents the arm rotation does not tighten sufficiently. The arm continues to rotate, or spin, freely when the screw/clamp is in the locked position. The surgeon completed the procedure with the use of the navigation system. There was no delay of therapy. There was no impact on patient outcome.